Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture in the battery compartment. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2017 with the following findings:during investigation, the battery compartment was cracked near the top left corner of the grip pad. Visible moisture was found in the pump was unable to power up due to moisture ingress. A leak was in the battery compartment. The pump was opened to find no moisture.